Event description:
Reporter indicated that vns pt underwent generator replacement surgery due to suspected generator malfunction. It was reported that the pt's generator was replaced because neurologist was not able to interrogate it. It was reported that there had been more than one instance of not being able to interrogate the pt's device and that in fact, approximately 60% of the time, the neurologist was not able to communicate with the pt's device. Neurologist believed that the pt's generator had reached end of service.